Event description:
This is a report of peritonitis in a patient coincident with physioneal and extraneal therapies for end stage renal disease (esrd). The patient experienced nausea, vomiting, diarrheal stools and bacterial peritonitis manifested by abdominal pain and cloudy effluent. The patient began antibiotic treatment with cefazolin (intra-peritoneally (ip), 1g/day) and ceftazidime (ip, 1g/day). In accordance with the hospital's protocol, apd (automated peritoneal dialysis) was suspended and the patient began capd (continuous ambulatory peritoneal dialysis) to allow the intra-peritoneal administration of antibiotics. The event did not require hospitalization. Patient re-training will be performed by the hospital after the end of the antibiotic therapy. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.